Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
J-supreme . Same case as MDR ID: 2134265-2017-05826. It was reported restenosis occurred. On (B)(6) 2016 - the patient had a rotational atherectomy procedure completed. The 90% stenosed target lesion was located in the right, mid to distal superficial femoral artery (sfa) with a reference vessel diameter of 4 mm,, length of 140 mm and classified as a tasc ii c lesion. Ablation was performed with the used of a 1.85mm jetstream® sc atherectomy catheter and a 2.1mm jetstream® xc atherectomy catheter. The procedure was then completed with percutaneous transluminal balloon angioplasty (pta) with 10% final residual stenosis. The patient was discharged on aspirin and clopidogrel two day later. On (B)(6) 2017, 158 days post index procedure, the patient was noted to have restenosis of the right superficial femoral artery. No known action was taken to treat the event at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported: (B)(6) 2017, 158 days post index procedure, during the 6-month follow-up visit, the patient complained of intermittent claudication in the right leg. An angiography was performed in (B)(6) 2017 which revealed 99% stenosis in the right sfa and 50% stenosis in the left sfa. The patient was referred for revascularization of the target leg on a later date. (B)(6) 2017, the patient was hospitalized and treated with pta using a 5 x 150 mm non bsc balloon catheter for the 99% restenosis in the right mid to distal sfa, with 0% residual stenosis (tvr). Two days later the event was considered recovered/resolved and the patient was discharged on aspirin and warfarin.